Manufacturer narrative:
The investigation into the reported saturated flow has been completed. Product was returned for investigation. The device was visually inspected and found biomaterial entraining the impeller. The investigation determined that the root cause of the issue was biomaterial. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 52-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had an impella 5.5 support ongoing for a total of 21 days when during the support there were positional alarms for pump in aorta. Flat motor current and uncoupled waveforms with impella in aorta alarms. Echo performed showing inlet cage well inside the left ventricle (lv). Surgeon repositioned multiple times with no change in mc, waveforms or flow.